Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported one of the patients leads had healed over the battery and the battery no longer had a ¿fatty pocket¿ and was much closer to their skin. It was stated that it was very painful and they could not charge anymore. The patient had stated that either they ¿go to an ER and demand they remove it or she will take it out herself.¿ it was stated the patient had problems with the device for 3 years and was still on pain pills. It was reported it had talked about putting the device in their stomach and insurance had approved but ¿no one was doing anything.¿ the patient was seeking a physician for care. It was unclear if the patient had a replacement of the device since the initial report. Refer to manufacturer's report #3004209178-2012-01741 for previous device issue.

Event description:
Additional information received reported that it hurt so bad to walk, lay, stand and even breath at times for the patient. The system worked well for the patient, it was just that the device was out of the fatty pocket. Additional information received reported that the patient was bedridden and her quality of life was 0%. Additional information received reported that the patient was scheduled for a revision to move the device from her hip to her stomach, but the doctor wanted to do a consultation before the surgery. It was noted that the patient was going to have a spinal fusion done and could not have surgery for 90 days after that. The patient could not wear anything tight because the device was coming to the surface, it was very painful, and the patient could not put any pressure on the implant. The patient had a lump on her throat and was not able to eat and as a result had lost 42 pounds. The patient was in a car accident today. Additional information received reported that the patient had lost/stolen some equipment, which was ¿one of the problems,¿ and that replacement devices were ordered for the patient, including antenna, recharger and patient programmer.

Event description:
Additional information reported that patient could not wear anything tight fitting because it hurt bad. It was reported that if patient would wear spandex, the battery can be seen ¿print by print, the whole layout of it.¿ it was stated that the lead laying on the top was visible. It was reported that the patient had to lay on the opposite side of where the battery was because patient could not put pressure on it. It was reported that the unit worked for the patient, it controlled the pain and minimized the use of pain medications. It was reported that it had started to eroded maybe around (B)(6) 2013.

Event description:
It was initially reported there was a wire "right on top of the battery." The outline of the wire and device was reported to have been "very apparent" and was reported as uncomfortable. It was noted the implantable neurostimulator (ins) had been serving its purpose to relieve pain. The ins was reported to have been being rejected by the patient's body, also reported as erosion. It was later reported the ins site was where the erosion was occurring. The cause of the erosion was reported as "erosion-weight loss." An intervention was planned to move the battery. The patient's therapy had "dropped." It was later reported the cause of the event had been rapid weight loss. No abnormal impedances were reported. It was reported the ins issue was that it had come out of the pocket, and there was erosion of the pocket. It was reported a replacement had occurred. It was also noted the ins had moved and it couldn't recharge. No hospitalization was required. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-33, lot # v643872, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v643872, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v643872, implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v643872, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v643872, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v643872, implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery needed to be changed. The patient stated that they were talking about ¿putting from [the patient¿s] hip to the stomach because it protruded too much and was painful.¿ the patient stated that ¿it had always been that way.¿ the patient noted that they had a car accident of (B)(6) 2013 and had lost a lot of weight from august until (B)(6) 2014 and ¿even before that¿ the patient had a ¿bone spur¿ in their throat. The patient stated that started in (B)(6) 2012 and they noticed it and removed it. It was noted that because the patient had lost ¿so much weight because of not being able to eat and swallow¿ there was no fat at the location of the battery. The battery was to the surface of the skin and it hurt if the patient laid down or walked or sat. It was noted that it was ¿like sitting on a rock.¿ as a result they were talking about moving the battery from the hip to the stomach. The patient noted that the device did work them and they had been able to eliminate three pain medications because of the device. The patient noted that from december until (B)(6) 2014 the patient had gone from (B)(6) and so the patient had a ¿little fat there¿ and did not have that problem. The patient noted that they had surgery after the car accident and was in hospital at ¿(B)(6)¿ for ¿so long.¿ the patient noted that they aspirated after surgery. A week after the accident the patient went into surgery at ucsf because of neck injury, had previous neck injuries and it caused more damage. Then, the patient went into surgery a week after the car accident, then aspirated, had feeding tubes and then pneumonia. The patient noted that they ¿just could not handle the pain¿ since the car accident. It was later reported that when the implant was on it really worked well for the pain and the patient was ¿amazed.¿ the patient noted that they were ¿even off of three strong pain medications.¿ the patient noted that the implant was not on as of (B)(6) 2014 and so they were using the pain medication again. The patient also mentioned that they became sick again in (B)(6) had pneumonia twice and was bed bound.